Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was also replaced for being fractured.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic after receiving a merlin alert, lead noise was observed. Noise was able to reproduced by having the patient extend her arm across her chest. The pacing lead impedance had also declined. Noise was confirmed present due to some form of lead damage. The lead was capped and replaced. No further information is available.